Event description:
Customer reported having high bgs after changing the infusion set. During troubleshootng it was noted that the leadscrew did make a complete rotation but nothing exited. Customer deciced to return unit.